Event description:
It was reported that during a gastrectomy procedure the device was fired on the stomach, with retaining pin pushed and within the gap setting scale. However, when the device was removed, it was found that there were many unformed staples and some partially closed stapler. Suture was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.